Event description:
It was reported that an asymptomatic patient had a gradual increase in atrial thresholds. Upon interrogation in (B)(6) 2015, (B)(6) 2016 and (B)(6) 2017, it was observed that the atrial threshold was noted to be increasing compared to implant. Also, increasing number of ams episodes, appearing to be caused by atrial noise were noted. Diagnostic imaging was discussed. The patient was stable. No further information is available at this time.